Event description:
A custom PICC line was being placed for therapeutic purposes on an unknown date. During catheter insertion, the peel away sheath broke approximately a quarter of the way down on one side when attempting to remove the sheath after advancement of the PICC line. To remove the sheath required using foreceps. The physician was able to finish placement.